Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a bronchoscopy a piece of rubber from the distal tip of a bf-p190 came off and into the patient. The piece of rubber was retrieved with forceps. Complete retrieval was verified by comparing the size of the retrieved piece to what was missing. Per the customer, the procedure was completed as intended with the same device as the issue was found at the end of the procedure.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the piece of rubber possibly fell off from the scope due to the stress during procedure.